Event description:
It was reported that the patient underwent an l5-s1 tlif using rhbmp-2/acs. Post-op, the patient developed injuries including but not limited to, bone growth and chronic pain. The patient continues to suffer pain and suffering, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007: the patient was pre operative diagnosed with herniated nucleus pulposus l5-s1, spinal stenosis l5-s1, intervertebal collapse with foraminal stenosis and herniation, l5-s1, left, spinal curve scoliosis, gait disturbance.. So he underwent: left sided transforaminal posterior interbody fusion, l5-s1, cage instrumentation l5-s1, pedicle instrumentation, bilateral l5-s1, posterior transverse process fusion, l5-s1, intraoperative x-ray c-arm documentation. As per records "......the bone morphogenic protein and cancellous autologous bone were placed in the anterior third of the disk space at l5-s1. Then a 30 x 12 mm titanium cage in kidney- bean shape was inserted, filled with cancellous autologous bone and bone morphogenic protein into the intradiscal space at l5-s1 to the anterior third of the disk space...."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.